Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that premature battery depletion was observed on the implantable pulse generator. A surgical intervention is anticipated in the near future. No further information is available at his time.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure.